Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of anesthesia es - same drawer failing daily / every other day on or-4 was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) replaced the retractor band, secured the connections, and rebooted the station to resolve the issue. Functionality was verified using the hardware test application (hta). The open/close drawer function operated successfully, and the pharmacy was able to access medication without any issues. During dchu visual inspection: pn 135438-01: the unit received showed evidence of localized physical damage on the ribbon cable, characterized by pinch damage with exposed copper strands and associated thermal damage was observed. During dchu testing: pn 135438-01: no testing was necessary due to the thermal damage observed during visual inspection in the harness, retractor band, hinged, pas. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that anesthesia es - same drawer failing daily / every other day on or-4 was determined to be due to a thermally damaged assy, harness, retractor band, hinged, pas (pn 135438-01) which compromised the drawer functionality.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed. As per part investigation, it was determined that thermally damaged assy, harness, retractor band, hinged, pas. There were no adverse events or injuries reported based on this event.